Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 6 years and 5 months after implant placement. Bone quality around the area was type I, and oral hygiene around the implant was good. The doctor reported no significant findings during the implant removal surgery. The patient has since recovered.